Event description:
It was reported that the subject device exhibited the image gradually darkened, the issue occurred during endoscopy diagnostic procedure, the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, d9 date returned to mfg, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: dust is inside the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.